Event description:
It was reported by the customer that a pyxis medbank system drawer 03 and 04 not opened. The customer stated that the malfunction was occurred when they trying to issue medication to patient there were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the drawer failure. The field service engineer called and connected to machine and configured both drawers 3 and 4. They opened successfully. The system functioned as intended after the field service engineer troubleshooted the device.